Event description:
The adverse event is filed under aag reference (B)(4). Associated medwatch reports: (B)(6) (9610612-2023-00019) - (B)(4). (B)(6) (9610612-2023-00020) - (B)(4). (B)(6) (9610612-2023-00021) - (B)(4). (B)(6) (9610612-2023-00022) - (B)(4).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. No investigation method could be applied, because: there are no products available, therefore an investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. There are no further complaints with the known lot numbers at hand. Explanation and rationale: without the product, an exact cause cannot be determined at this moment. Due to the constant monitoring of the compliance with our quality standards, as matters stand, a production or material defect can most likely be excluded. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Root cause cannot be finally concluded. Therefore the root cause specific risk cannot be identified. The potential risk determined during initial vigilance evaluation remains valid. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with sy634ts - ennovate polyax.screw 6.5x45mm canulated. According to the complaint description, the locking set screw did not fully seat into the screw head and could not be finally tightened. Therefore, the surgeon decided to replace the set screw. After removing it, he found that the set screw was fine, but that the screw head thread had been destroyed. Thus, the surgeon replaced the entire screw. The operating time was extended by 1 hour. Damage to tulip inner screw threads was noted. An additional medical intervention was necessary. Additional information was not provided. The adverse event is filed under aag reference (B)(4) (xc 100032288). Associated medwatch reports: sy635ts (9610612-2023-00019) - (B)(4) sy635ts (9610612-2023-00020) - (B)(4) sy635ts (9610612-2023-00021) - (B)(4).